Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 1627487-2020-01543. It was reported that the patient had their drg system explanted and replaced because it did not provide them any relief. Therapy was restored post-operatively.